Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert. Customer stated they were able to successfully charge the pump with the same cable and adapter. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a bolus to bring bg levels back to target range.